Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced an extensive hematoma in right inguinal site. Surgical suture of the collateral right femoral artery was performed with resolve. The procedure was completed with cryo. No further patient complications have been reported as a result of this event.